Manufacturer narrative:
Patient information was requested, but the customer refused to provide.

Event description:
The customer reported that the ventilator only runs using ac power. The customer reported that the unit was in use on patient, but there was no patient harm reported.